Event description:
It was reported that the healthcare provider (hcp) had seen "breaks on lead many times." The hcp stated this occurred "often." It was also stated that this happened when "they moved their neck back and forth and it strained the lead." It was unclear if the hcp was referring to a particular patient or their patients in general with this information. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a doctor had one documented lead break in the recent past [see MFR. Report # 300420917 8-2012-11406] and a lead break in the region mentioned was a common experience. It was reported that the break was likely due to head rotation.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown. Product type: lead. (B)(4).